Manufacturer narrative:
Investigation: per the run data file (rdf) the signals indicated that the trima accel system operated as intended, and appropriately raised this alarm in response to the access pressure being above the minimum allowed threshold during the check that occurs in ac prime. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a donor being connected before and/or during ac prime with an ac prime failure alarm 5 minutes into the procedure. Blood had reached the cassette per the operator. Full patient ID: (B)(6). Patient age is unknown. Per customer the patient status is "stable, no medical intervention." The collection set is not available for return because it was discarded by the customer.